Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000166, lot/serial #:unknowkn. The manufacturer representative (rep) went to the site to test the imaging system. The door switch contact was solid when pressing on it "vs I/o light". The door switch was correctly fixed and distance with door closed was as expected. The door closure and opening was okay. It was noticed that the mobile view station (mvs) had 434 patient exams this had nothing to do with the subject but could slow down the processing so the rep asked the or manager to delete some patients exams and the site did.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 3d scan interrupted and the "door open" message was displayed. 2d images were okay. The 1st 3d scan was interrupted with the "door open" message on the pendant. Troubleshooting was performed during the procedure the site open and closed the door normally to replace the drape. The probable cause of the reported issue was that the drape was stuck inside the gantry. Or the table was in contact with the door. There was less than an hour delay to the case. No impact to patient outcome.